Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device displayed the charge-pak and attention icons and that the internal hybrid layer capacitor (hlc) batteries were very low. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device had approximately 22.7 hours of excessive on-time in total. It was also observed that the charge-pak was not correctly homed to the device, that it had been used on a patient and that the charge-pak had 22 minutes of on-time. When received for evaluation, the device's readiness indicator did not have ok and displayed an empty battery icon. The device did charge and shock defibrillation energy. Physio-control determined that the cause of the reported failure was due to battery depletion caused by excessive on-time of the device.a replacement device was provided to the customer under warranty.

Event description:
It was reported by the customer that their device showed a low battery indication during resuscitation of a patient. From the downloaded electronic device data, it was observed that the device showed the charge-pak icon and the attention icon in the readiness display and that the charge in the internal hybrid layer capacitor (hlc) batteries was very low. The device would probably not have enough power to provide adequate defibrillation therapy when required. There was patient use associated with the reported event; however there was no negative outcome for the patient reported.